Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1057, cer bioloxd option hd 36mm, 2959714; i50-1065, cer option type 1 tpr sleve -3, 2959070; 010000936, g7 hi-wall e1 liner 36mm f, 6194299; 110010266, g7 osseoti multihole 56mm f, 6459962. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03977. Head.

Event description:
It was reported that the patient underwent a right hip arthroplasty on unknown date. Subsequently, the pmi group is requesting a pmi device for a revision surgery due to leg length discrepancy. Attempts were made to obtain additional information; however, none was available.